Event description:
It was reported that noise was observed. A fluoroscopy was performed, and the physician could not determine if externalized conductors were present. Based on the review of images provided to st. Jude medical, the conductors do not appear to be externalized. Lead was capped and replaced.